Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. A white powder was observed on the catheter. The procedure was completed without patient complications. No further information was provided. The device is expected to be returned for analysis.